Manufacturer narrative:
Concomitant prod; patient was not on aspirin or clopidogrel at time of event. (B)(4)

Event description:
During index procedure, the patient had one endeavor rapid exchange (rx) drug-eluting stent implanted to the saphenous vein graft (svg1). The patient had stable angina at 6 month, 1 year, 1.5 year and 2 year follow-up. Patient was asymptomatic at 2.5 year follow-up. Approximately 2 years and 9 months post index procedure, the patient was rehospitalized. Acute stemi myocardial infarction (mi) was confirmed. Location of the mi was inferior. The reported mi was related to the target lesion. On the same day revascularization of the svg 1 was performed (bms) due to restenosis. It was not assessable whether the events were related to the study device. Patient had unstable angina at 3 year follow up. The endeavor stent was implanted post expiry date, there were no adverse events related to the implant.

Manufacturer narrative:
(B)(4). Evaluation results: (root cause of the mi could not be determined). Failure to follow instructions (failure of the user to verify the product expiry prior to use of product), shelf life exceeded, inherent risk of procedure (myocardial infarction), user/device interface (failure of the user to verify the product expiry prior to use of product), device not received for evaluation. Evaluation conclusion: no device failure, user error contributed to event (failure of the user to verify the product expiry prior to use of product).

Event description:
It is reported that stent thrombosis occurred the same day as the previously reported mi (2 years and 9 months post the index procedure). The patient had stopped all anti platelet drugs against medical advice. The investigator has indicated the event was related to the study stent.